Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose after a heavier lunch that included two slices of pizza and two cookies; fingerstick was 433 mg/dl, ketones were reported low, the infusion site on the buttock appeared intact without leakage, and the caregiver initially considered external insulin but then allowed the system¿s correction algorithm to continue, after which glucose returned to 150 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device issue or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.